Event description:
It was reported that some non-capture was observed via telemetry. Evaluation of the right ventricular (rv) lead produced stable threshold measurements and no noise was noted. The patient stated he has had symptoms of syncopal events, but also has some aortic stenosis and other extenuating circumstances. A technical services consultant discussed the potential reasons for the clinical observations and recommended further troubleshooting. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).